Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation - evaluation it was reported, the complaint device was used to control postpartum hemorrhage following a delivery. The device was found to leak during use, and was subsequently removed and discarded. The operator attempted to use another bakri after some delay, but continued to have trouble inserting and inflating the device. Finally, an emergency total abdominal hysterectomy was needed in order to stop the acute hemorrhage. Reviews of instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: indented use "this device is intended to provide temporary control or reduction of postpartum uterine bleeding when conservative management is warranted." Contraindications "arterial bleeding requiring surgical exploration or angiographic embolization" "cases indicating hysterectomy" warnings "this device is intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding." How supplied "upon removal from the package, inspect the product to ensure no damage has occurred." It is not known if the patient had any prior history of full thickness hysterotomy or pre-existing coagulation disorders. No additional pertinent patient history or case details were provided that would identify the patient¿s risk for post-partum hemorrhage such as, retained products of conception, obesity, multiple gestation, polyhydramnios, or abnormal placental attachment. It was however reported that the baby was delivered vaginally with the assistance of kiwi suction. An instrumented delivery greatly increases the risk of cervical or vaginal wall laceration and /or pelvic arterial injury. It is reported during the roughly 2 ½ hours following the delivery, the mother continued to bleed, and numerous interventions were employed to attempt to stop the bleeding including starting a second IV line, ordering blood transfusion, and monitoring vital signs. No information was provided regarding any tocolytic medications being provided during this time. It was reported an attempt to place a bakri failed because it ¿wasn¿t working¿ (it is unspecified exactly how the device was not working). The physician was heard to say, ¿it must have had a hole on it¿. A second bakri was not readily available in the room and it took the staff a few minutes to obtain a second one. On the second attempt to place the bakri, the syringe used to infuse fluid detached and sprayed the physician. The syringe was quickly reattached and the attempt to inflate the balloon was continued. It was stated that the balloon could not be successfully placed due to the degree of uterine contraction (the contractions kept pushing it out). Although no information was provided regarding any tocolytic drugs used to stop bleeding during and prior to the attempted bakri placement, it would be normal protocol to administer a combination of medications including any of the following (oxytocin, methergine, hemabate, misoprostol) as first line treatment. Any combination of these medications could have caused the intense uterine contraction described that prevented the successful placement of the bakri. The fact that unspecified interventions that produced contractions strong enough to prevent the placement of the bakri did not stop bleeding indicates that some sort of unidentified injury caused by the vacuum assisted delivery was likely the source of bleeding. Use of the bakri in this situation is contrary to the IFU because it is intended for temporary control or reduction of postpartum uterine bleeding when conservative management is warranted. In this case, the patient ended up having a hysterectomy, and still after this, required an embolization because the bleeding continued. This indicates that there was likely an arterial injury caused by the vacuum used in the delivery. Based on the provided information, the most likely cause of this incident was the user's failure to follow instructions. The complaint is confirmed based on customer testimony. The risk analysis for this failure mode was reviewed and additional escalation was recommend. However, because the reported incident was most likely caused by off-label use of the complaint devices, this complaint was not escalated at this time. The failure mode will continue to be trended. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Initial reporter occupation: consumer-patient's husband. PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [Mw5092410.pdf].

Event description:
It was reported by a consumer (patient's husband) in mw5092410, and in a follow-up email provided (B)(6) 2019 (by the initial reporter) outlining the sequence of events he recorded during the patient's hospital course: during treatment of post-partum hemorrhage (pph) following a vaginal delivery using a cook bakri postpartum balloon with rapid instillation components, upon the first attempt of inserting and inflating the bakri, the balloon had a hole and was not able to be used. Provided details and sequence of events as follows: (B)(6) 2019 - ¿before midnight¿: patient arrived in labor and delivery triage. Vital signs were obtained (results not provided). Fetal position was confirmed with ultrasound to be ¿head down¿. Vaginal exam noted patient to be 2cm dilated. On (B)(6) 2019 at 0118: epidural placed by anesthesia. Shortly after, the patient experienced a strong contraction and had spontaneous rupture of membranes (srom). No information regarding vaginal exam at this time. On (B)(6) 2019 at 0400: patient was shaking. 2 nurses at bedside trying to reposition patient while holding fetal monitor in place. A non-rebreather had been placed on the patient. The physician was paged and arrived at the bedside within a few minutes. Patient was instructed to remove all her jewelry (in preparation for surgery). On (B)(6) 2019 0410-0429: physician at bedside evaluating patient. Physician instructed staff to prepare for delivery and ¿alert it¿. Bed raised and adjusted and adjusted for delivery in the room. Physician donned personal protective equipment (ppe) and station was set up for delivery. A large group of people entered the room in response to the alert. The physician requested labs be drawn and a second IV access. Patient was alert and systolic blood pressure was in the 130¿s and heart rate was in the 80¿s. The physician placed a monitor on the baby to assess the baby¿s status (fetal scalp electrode?). The baby was born at 0429 with the assistance of kiwi suction. The patient¿s bleeding continued. On (B)(6) 2019 0429-0700: the physician attempted to stop the bleeding (additional interventions used to treat post-partum hemorrhage were not specified). 2 attempts to obtain additional IV access failed. The physician requested blood transfusion. The placenta was re-examined (for intactness). Vital signs were taken again. The patient¿s systolic blood pressure was now in the 100¿s, and heart rate was above 100. The patient looked pale. The physician requested additional help and continued to try to stop the bleeding. The physician requested an estimate of total blood loss at that point. It was estimated to be 1300ml (around 25 minutes after the alert was called). An unstated time period later, the patient¿s systolic blood pressure was in the 90¿s and heart rate was in the 140¿s. The physician again requested the blood transfusion to be initiated. The nurse replied that it had not arrived yet. The physician instructed the nurse to go get it. The physician again asked for a second IV line to be started. A nurse then started a second IV line on the left (about 30 minutes after the alert was called), the blood was brought to the room. Also, at this time according to the initial reporter, the physician and a nurse appeared to be attempting to place an intrauterine balloon catheter (bakri). With the first attempt, it was stated ¿it must have a hole¿ because it was not working (it was not specified how the device was not working). A second bakri was not available in the room, and it took the staff a few minutes to obtain another one. During the second attempt to place a bakri, the syringe used to infuse fluid into it detached and sprayed the physician. The syringe was quickly reattached and the attempt to inflate the balloon was then continued. Later, it was stated that the bakri could not be successfully placed completely due to the degree of uterine contraction (kept pushing it out). Roughly one hour after the alert was called, the patient was transported to the operating room. Approximately 5 minutes after the patient was moved to the operating room an anesthesiologist requested consent for a central line. At this time, a second physician arrived at the operating room. On (B)(6) 2019 around 0700: the primary physician explained everything that had transpired. The second physician stated that the patient¿s uterus had to be removed. A staff member stated that the patient would be taken to recovery. An unstated amount of time later, staff began running into the operating room again with blood products. It was stated that the patient¿s bleeding had started again. On (B)(6) 2019 around 1100: it was stated that the bleeding could not be stopped, and consent was needed for a coil embolization in interventional radiology (ir), as well as placement of a dialysis catheter to help treat the fluid overload from all the blood products given. On (B)(6) 2019 at 1105: the patient was taken to ir. On (B)(6) 2019 at 2100: ir procedures were complete, and patient was in the intensive care unit (ICU). On (B)(6) 2019 (time unstated). Complications were experienced with turning the patient that delayed plan to extubate and wean from vasopressors. Dialysis catheter remains in place. On (B)(6) 2019 (time unstated). The patient remained ventilated. Complications were again experienced with turning the patient. The patient was restarted on vasopressors. Labor and delivery nurses initiated breast pumping. On (B)(6) 2019 0705: the patient has tolerated continuous positive airway pressure (CPAP) for 20 minutes. On (B)(6) 2019 1212: foley catheter was removed, and patient assisted to a bed side commode. Plan for patient to be discharged from ICU to step down unit. On (B)(6) 2019 2139: patient was moved to medical/surgical floor with no telemetry monitoring. On (B)(6) 2019 (time unstated): patient was informed that she would be discharged from the medical/surgical floor and would not be placed on post-partum since she was too far out from delivery. On (B)(6) 2019 (time unstated). The patient complained of a heavy painful feeling in her abdomen. The patient declined percocet due to worries over breastfeeding. Pepcid was given with little relief. Percocet was then given with partial relief, but the heaviness was still present. On (B)(6) 2019 1900: initial reporter requested bladder scan be performed due to pains persistent abdominal pain throughout the day. On (B)(6) 2019 2011: bladder scan performed. Result >350ml. Straight catheterization performed, and urine culture sent despite wbc being normal. On (B)(6) 2019 0900: urine culture growing yeast. Order for bladder scan every 8 hours with straight catheterization for volume >100ml was given. On (B)(6) 2019 1200: patient not feeling well. Blood sugar 82. On (B)(6) 2019 around 1220: it was observed that a nurse in training accessed the patient¿s dialysis catheter with ungloved hands, and at one point placed her bare finger over the end of the line to stop the bleeding when the line was uncapped. The initial reporter requested a culture be drawn from the line (to see it was compromised) and to have a dialysis nurse come to assess the line. A culture was drawn, the dialysis nurse assessed the line, and the patient was given a dose of keflex. An unstated time period later, the patient was discharged with no prescriptions. Follow-up appointments with primary care physician and another physician who provided care in the hospital. No additional consequences to the patient have been reported as a result of this occurrence. Additional details regarding the patient and event are being requested from the hospital where this event occurred and the physician who attended the case. At this time, no additional details have been provided.